Event description:
It was reported that during training performed by the customer, the cardioave intra-aortic balloon pump (iabp) was experiencing a helium leak on the bottle side. It was noted that the end user noticed the leak when opening the helium tank. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h4, h6 (type of investigation), h10.

Manufacturer narrative:
The supplier confirmed that a leak was found on the relief plug of the regulator. The supplier reported that their visual inspection on the components that would make the relief plug blow showed that all parts were in good working condition. It was noted that the regulators had to see an increase in the outlet pressure and the relief valve did not reseat after opening creating the leak. The manufacture noted that they have not experienced an increase in production failures for the past year for other reasons and the maximum pressure used during their final testing before release is 3500 psig inlet pressure. Per procedure, the helium regulator will be stored in getinge's secure area of sustaining engineering for 30 days and will then be discarded.

Event description:
It was reported that during training performed by the customer, the cardioave intra-aortic balloon pump (iabp) was experiencing a helium leak on the bottle side. It was noted that the end user noticed the leak when opening the helium tank. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and confirmed the reported issue. The fse replaced the helium regulator then completed all safety, functionality, and calibration check. All tests passed to factory specifications and the iabp unit was cleared for clinical use and released to the customer. It is expected that the suspected faulty helium regulator will be returned to getinge's national repair center for failure analysis; a supplemental report will be submitted upon completion of failure analysis.

Event description:
It was reported that the cardioave intra-aortic balloon pump (iabp) was experiencing a helium leak on the bottle side. It was noted that the end user noticed the leak when opening the helium tank. It is unknown under which circumstances this event occurred; however there was no patient involvement, and no adverse event was reported.

Event description:
It was reported that during training performed by the customer, the cardioave intra-aortic balloon pump (iabp) was experiencing a helium leak on the bottle side. It was noted that the end user noticed the leak when opening the helium tank. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during training performed by the customer, the cardiosave intra-aortic balloon pump (iabp) was experiencing a helium leak on the bottle side. It was noted that the end user noticed the leak when opening the helium tank. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The suspected faulty high pressure helium regulator was sent to getinge's national repair center (nrc) for evaluation. The ncr handed over the part to sustaining engineering department for evaluation. A senior electronic technician installed the high pressure helium regulator into cardiosave test fixture and the leak test (sniffer) was performed, and it failed testing. The high pressure helium regulator was sent to the supplier for further evaluation. A supplemental report will be submitted when additional information is provided.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and observed that the leak is not on the tubing to the cart and gauge, but directly on the helium regulator under the bottle neck. It was noted that the helium was leaking at full pressure via the hole under the helium regulator. The fse has advised that the part will need to be replaced and has been ordered. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that the cardioave intra-aortic balloon pump (iabp) was experiencing a helium leak on the bottle side. It was noted that the end user noticed the leak when opening the helium tank. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.